Event description:
The flexor shuttle tibial guiding sheath was inserted from right inguina and advances to left subclavian artery. The hub was separated during removal. No device was in the sheath at that time. The sheath was removed without any other problems after that. The sheath was cut after the procedure since it was too long to be returned in mailing for examination. No adverse effect to the pt was observed.

Manufacturer narrative:
Device: device breakage is addressed in the IFU. Per quality control specification, the proximal fittings are confirmed to be correct and that the flare is caught securely in cap assembly. It is also confirmed that the sheath does rotate. It is verified that the coil in sheath continues into cap. In addition, each flare is checked for correct size. This product is supplied with an IFU that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Devices from the mfg lot number used in this event were assembled on (B)(4) 2008; which is prior to the effective implementation date of (B)(4) 2010 for a change request that required torque control device for the hub attachment process on flexor sheaths 8.5 fr and less. A corrective action/preventative action was previously issued at management discretion for this failure mode (fitting separation) and product family prior to this occurrence. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode.